Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a decrease of impedance on the atrial lead. It was further reported that the lead warning triggered, and the atrial lead exhibited low impedances and a unipolar impedance higher than bipolar. The lead remains in use. No patient complications have been reported as a result of this event.